Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion issue. This caused the customer¿s blood glucose level to rise to 550 mg/dl. The customer managed the high blood glucose by administering a correction injection using a manual method and did not require assistance from any third party. The customer changed supplies to resolve the issue.